Event description:
It was reported that the patient experienced unintended sensory stimulation. The case was completed successfully. There was no delay reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. The reason for the serialization starting with 90045 is to provide clarification following a change in stryker's electronic complaint systems.